Event description:
Customer is receiving continuously lower readings when comparing to other meters. The biggest gap was 79 points, while others ranged between 19 and 30 points. Customer also inquired about the control solution.